Event description:
On (B)(6) 2025, a johnson and johnson sales representative reported a patient (pt) had a ¿severe corneal infection (staff and bacterial), not necessarily caused by the contacts, but cause is unknown.¿ the suspect product worn at the time of the event is reported as acuvue® oasys® 1-day with hydraluxe¿ technology brand contact lenses (cls). On (B)(6) 2025, the eye care professional (ecp) called to report that a pt had a ¿very serious bacterial infection, needing a cocktail treatment, pt almost needed a corneal transplant.¿ the ecp mentioned a ¿scar,¿ but the call was not clear as the ecp was driving and advised would return the call in 20 minutes. On (B)(6) 2025, the ecp provided additional information. The pt was initially seen in (B)(6) 2024 for a prior event which 100% resolved. The ecp stated the pt "went back to school and a few weeks later the pt¿s parent said the patient had an eye infection" and asked if the ecp could prescribe some medication. The ecp recommended the pt see a doctor at the pt¿s location and to use the medication from the last event if any was remaining. The ecp advised the pt sent the ecp a picture of the left eye (os), there was ¿pus¿ coming out of the eye and a ¿white ring in the center of the pt¿s pupil.¿ the ecp advised that it looked like the pt ¿had some kind of pseudomonas infection¿ and advised the pt to see an ophthalmologist immediately. The ecp saw the pt in (B)(6) 2024, and the pt was treated with ¿several different cocktails.¿ the ecp spoke with the treating ecp at the time and the pt had a ¿severe bacterial infection.¿ the ecp reported the pt ¿may have been sleeping in the lenses but is not sure.¿ the ecp is unsure if the issue is cl related. The pt mentioned the ¿eye being dry and possibly using some saline from a friend to clean the lens and then reinsert the lens.¿ the ecp reported ¿it was some sort of pseudomonas infection, it was a severe bacterial infection.¿ the treating ecp treated with 5 to 6 antibiotics and ¿it took a couple of weeks to start being effective.¿ the ecp stated that the ¿cornea was not going to make it if the pt didn¿t get treatment.¿ the ecp ¿is not sure what occurred with the pt/lens to cause this.¿ the ecp refused to provide the pt¿s treating ecp details. No additional medical information was provided. The date of event will be reported as 01sep2024 as the exact event date is unknown. On 25jul2025, the ecp reported 2 os lot numbers, j003mk8 and j003ffn. It is unknown which lot number was worn at the time of the event. Therefore, the os event will be reported as an unknown lot number. A comprehensive review of the manufacturing records for lot numbers j003mk8 and j003ffn was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. It is unknown if the os suspect cl is available for return for evaluation. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed as appropriate.